Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 435mg/dl. The customer was treating her blood glucose with manual injections. Troubleshooting was performed. The customer stated that she changed the reservoir, infusion set/site to solve the problem. Ran a fixed prime test and the insulin did not exit. Performed a high pressure test and insulin pump did not alarm no delivery. Advised the customer to revert to back up plan. No further info was provided.